Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation , update the follow-up type, update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes, and provide the investigation results. Investigation: the root cause for the system shutdown during mid-exam was investigated. The cause of the issue was due to a software bug that occurs while performing esie measurements. It can occur if the user creates a measurement that is invalid, moves the mouse, and then commits the measurement. During the mouse move and when committing the measurement, the tool is removed from graphics because the group tool state does not match state of the caliper tool. The solution for this issue was to modify the software so that during the mouse move action, the state of caliper tool is made consistent with the group tool. This was implemented in a software release for the sc2000 ultrasound platform. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that the ultrasound system shut down on its own twice during a cardiac echocardiography study. The sonographer rebooted twice so that the exam could be completed. There was some delay due to reboots but there was no loss of data. The study was not repeated. There was no patient or user injury reported. No additional information was provided.